Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/04/2012. The product associated with this report was returned, however, the device analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in (B)(4). (Recorded as of (B)(6) 2000, clinical study, 299 pts total)."

Event description:
Health professional reported a pt experienced "abnormal bulge in one part of the balloon" of a lap-band device, with an alleged "leak coming from this area." The issue was first noted when the pt presented with "recent weight re-gain" and inconsistent levels of saline noted in the band. No diagnostic testing was performed; reason unk. The entire system was replaced. F/u findings: health professional reported "inability to maintain fluid in the band," pt "feeling less restriction," and not having "a full feeling." The pt was adjusted several times at another clinic. When the pt came to the surgeon's office on "3ml of fluid" could be accessed when "previously there was supposed to be 7ml. "During "laparoscopic exploration" the "port and superficial tubing" did "not show any signs of a leak."